Event description:
A peripheral atherectomy procedure commenced to treat a patient's severely calcified posterior tibial artery. The physician chose to use a spectranetics turbo elite laser atherectomy catheter to treat the patient. During preparation for use, it was reported that hair was present inside the sterile tray. However, the catheter was used regardless and the case was completed with no reported patient harm. This report captures the turbo elite in which a foreign object was found inside the sterile tray, potential for harm.

Manufacturer narrative:
Relevant tests/laboratory data unk. Other relevant history unk. Device and packaging were discarded. The foreign object (hair) in the sterile tray could not be confirmed; therefore, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.